Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, causing connector j702 pins to crack off the distribution node pca from the trunk cable. The root cause for the strained cable was excessive force. Additionally, there was a migrating pulse wire in the ECG "c" and "d" cable. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).